Event description:
It was reported that there was a crack on the screen of the customer's insulin pump. Her blood glucose was 132mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime (a33) test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window. (B)(4).